Event description:
Same case as 2134265-2011-04174 and 2134265-2011-04176. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter become stuck on the guide wire. The approximately 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 300cm v-18 guide wire was inserted and crossed the lesion. A 2.0 x 80mm sterling sl balloon catheter was then selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. Once across the lesion, the balloon ruptured on the first inflation at 2atms. A 3.0 x 80mm sterling sl balloon catheter was then selected and advanced over the v-18 guide wire to the lesion. The balloon was inflated twice to 10atms for 60 seconds each inflation. During withdrawal of the balloon catheter, the catheter and the v-18 guide wire became stuck together. The catheter and the guide wire were removed from the patient together. The procedure was completed with another sterling sl balloon catheter and a v-18 guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).